Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l4 lead was fractured. As a result the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02668. Additional information was received that the patient underwent surgery to replace their l4 lead. During this procedure the l5 lead was damaged by the physician. As a result, both of the leads were explanted and replaced. Effective therapy was established postoperatively.